Event description:
On 15-aug-2018: case was initially received via regulatory authority (FDA, reference number: mw5078896). This spontaneous case was reported by a regulatory authority and describes the occurrence of device dislocation ("one of my coils has disappeared.") And genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization and medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain"), abdominal pain ("abdominal pain"), alopecia ("hair loss"), arthralgia ("hip pain/ joint pain"), weight increased ("weight gain"), somnolence ("sleepiness"), amnesia ("memory loss") and gastrointestinal disorder ("bowel/gastro problems"). At the time of the report, the device dislocation, genital haemorrhage, abdominal pain lower, abdominal pain, alopecia, arthralgia, weight increased, somnolence, amnesia and gastrointestinal disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, amnesia, arthralgia, device dislocation, gastrointestinal disorder, genital haemorrhage, somnolence and weight increased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5078896) on 15-aug-2018. The most recent information was received on 13-nov-2018. This spontaneous case was reported by a regulatory authority and describes the occurrence of device dislocation ("one of my coils has disappeared.") And genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization and medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain"), abdominal pain ("abdominal pain"), alopecia ("hair loss"), arthralgia ("hip pain/ joint pain"), weight increased ("weight gain"), somnolence ("sleepiness"), amnesia ("memory loss") and gastrointestinal disorder ("bowel/gastro problems"). At the time of the report, the device dislocation, genital haemorrhage, abdominal pain lower, abdominal pain, alopecia, arthralgia, weight increased, somnolence, amnesia and gastrointestinal disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, amnesia, arthralgia, device dislocation, gastrointestinal disorder, genital haemorrhage, somnolence and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.